Manufacturer narrative:
(B)(4). The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection noted that the silicone segment was slightly impaired near the upper fitment. No issues were found during functional testing by gravity. The set was then installed into a pump module and programmed to run at 125 ml/hr; this test infusion ran for 1 hour with no alarms noted. During subsequent pressure testing the subject area of the silicone segment expanded and bulged at a pressure of approximately 13 psi, thus concluding the pressure test. The root cause of the ballooned segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge at the proximal end of the silicone segment. The nurse paused the infusion so she could change the patient's huber needle; when the needle change was completed she restarted the infusion and the pump began beeping shortly after that. She opened the door and found the bulge, removed the tubing and changed it out and restarted the infusion. The tubing had been in use for a day prior to the event. The nurse reported she had not administered an IV push. There was no harm to patient.